Event description:
Stent fracture: a male pt, (B)(6). He received a pci procedure implanted three stents in rca on (B)(6) 2008. On (B)(6) it was found two stents implanted in rca were fractured. Per pt request, the hosp refuse provide detail info to us.

Manufacturer narrative:
The product is not available for analysis. Additionally, the sterile lot number is not known. No further analysis can be performed for complaints reported without a lot number and for which the associated products will not be returned. While not observed in the (B)(4) clinical trials that supported the cypher stent PMA, stent fractures have been observed in long stented segments including those in which overlapping stents have been used. Possible predisposing factors of stent fracture are overlapping stents, cardiac motion and vessel angulations/tortuousity for the native coronary artery. The curvature of the vessels during cardiac contractions within the limited intra-thoracic space may induce high mechanical stresses, particularly in the vessel ostium. Without additional info or procedural films the event reported by the customer cannot be confirmed, nor can any conclusion regarding root cause be drawn. There is no evidence to suggest that this event is related to a mfg issue or any defect of the device. Cypher select product (cra/crb) is not distributed in the us; however, it is similar to us distributed cypher product (cxs). This is one of two reports submitted for the same event. Please reference MFR report #9616099-2009-01162.